Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that it didn¿t ¿seem to be working right.¿ the patient stated that they were not to assigned to a team or anything, that they tried to do it at the health care professional (hcp) office. The patient stated that the system was not helping the symptoms and stated that on one program, they can go as high as it goes and they don¿t feel anything. The patient stated that the health care professional (hcp) did an x-ray about two or so weeks ago, however she hadn¿t heard back from them yet. It was noted the patient had the device for bladder incontinence. When the patient was asked when the symptoms had returned, the patient stated that it had been on and off; that the stim had working off and on, butnoted that they couldn¿t say that it has helped that much since implant. The patient wanted a manufacturer representative (rep) to call them so an email was sent to the field. No further complications were reported at this time.